Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on an unknown sample. A repeat test was taken with an unknown product generating a positive result. This report is for test one (1) of two (2). The consumer stated he was symptomatic. Confirmation testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Related MFR. Report number: 1221359-2022-02809.